Event description:
A report was received that a patient was experiencing charging problems between the implant and the external equipment. The patient has gained some weight and underwent a pocket revision to move the ipg (implantable pulse generator) closer to the skin. Nothing was explanted or implanted and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.